Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic system error message was displayed and could not be used. The incision on the patient eye had already started and foot switch completely stopped working. The surgery was cancelled, patient return to the ward and reoperation was considered. Outcome of the patient was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming footswitch was replaced under warranty, to address the issue. The footswitch was then, returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing. A visual assessment of the returned sample revealed that screw was missing. During testing, the sample was seen to successfully wirelessly connected to a hotbed console. When depressing and releasing the footswitch, sm was displayed intermittently on the console screen, where it was seen that up switch 1 and 5 stayed off when the treadle traveled back to the home position. The bottom cover of the sample was removed, and it was noticed that a component was defective. This printed circuit board (pcb) was then replaced with a known-working pcb. Following this, the sm was no longer observed. The component failure was confirmed. The system met specification during installation, and then was non-conforming during the first case. How or why the component became non-conforming cannot be determined conclusively. The component failure was confirmed. The system met specification during installation, and then was non-conforming during the first case. How or why the component became non-conforming cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).